Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection and device misassembled during manufacturing / shipping was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As the reported loose or intermittent connection and device misassembled during manufacturing / shipping were unable to be confirmed during return analysis, it is possible that the luer of the other device being use was damaged; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when connecting the copilot bleedback control valve to the stopcock, there was almost no threads on the side port. A new copilot was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.